Event description:
It was reported via facility medwatch report mw5150887 that tip detachment occurred. Transjugular intrahepatic portosystemic shunt (tips) was performed. A gadani wire was placed as a marker in both the right and middle hepatic portal vein. Due to obliteration of periportal fat and heterogenous liver, transhepatic portal was difficult to access. Some injections seemed to be within intrahepatic hematoma. A 182cm luge guidewires were selected for used. Three occurrences where the tip of the guidewire sheared off inside the patient. On two of those occurrences, the physician was able to snare and retrieved the device, while on one occurrence; the tip of the wire had to be left embedded in the liver parenchyma. No patient complications were reported. The record is a duplicate of emdr 2124215-2024-07133 (17722598).

Manufacturer narrative:
B5: describe event or problem: corrected.

Event description:
It was reported via facility medwatch report mw5150887 that tip detachment occurred. Transjugular intrahepatic portosystemic shunt (tips) was performed. A gadani wire was placed as a marker in both the right and middle hepatic portal vein. Due to obliteration of periportal fat and heterogenous liver, transhepatic portal was difficult to access. Some injections seemed to be within intrahepatic hematoma. A 182cm luge guidewires were selected for used. Three occurrences where the tip of the guidewire sheared off inside the patient. On two of those occurrences, the physician was able to snare and retrieved the device, while on one occurrence; the tip of the wire had to be left embedded in the liver parenchyma. No patient complications were reported.